Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. Complaint investigation results: electronic quality management system (eqms) a query was run in the eqms on 16/apr/2026 against "lot number" "6010156" and similar malfunction codes: no malfunction based on complaint information, no failure detected, no malfunction based on complaint information. The review confirmed that lot 6010156 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 16/apr/2026 against "lot number" criteria equal "6010156" and similar malfunction codes: no malfunction based on complaint information, no failure detected, no malfunction based on complaint information. The count of complaints is 26. See attachment query (B)(4) for similar complaints. Conclusion: after review, only complaint (B)(4) was determined relevant to the reported issue. The other twenty-five records were previously closed-done, closed-cancelled, in review and summary, in investigation, and complaint analyst review, are not applicable to this investigation. Device history record (DHR) review: the lot 6010156 was manufactured according to work instruction (wi) version 82 and manufactured in the multivac12, on 06/nov/2024 with a total of (B)(4) units. Sub-assembly: assembly the sub-assembly of the lot 4k06599 was manufactured according to the wi version 27 and manufactured in quickset line, on 06/nov/2024, with a total of (B)(4) units. The sub-assembly of the lot 4k06600 was manufactured according to the wi version 27 and manufactured in quickset line, on 06/nov/2024, with a total of (B)(4) units. The sub-assembly, tubing of the lot 4k06566 was manufactured according to the wi version 42 and manufactured in the machine mp04, mp05, and mp08, on 04/nov/2024, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: based on the classification of the malfunction code, this type of issue does not require visual testing, functional testing, or evaluation of retain samples, as it corresponds to categories such as "misuse, user related issues, or no malfunction alleged." Therefore, no retain samples were requested and no product testing was performed. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Conclusion summary of complaint investigation a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6010156 and related malfunction codes. One complaint was identified for this lot; however, no trend or systemic issue were detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Based on the classification of the malfunction code, this type of issue does not require visual testing, functional testing, or evaluation of retain samples, as it corresponds to categories such as "misuse, user-related issues, or no malfunction alleged." Therefore, no retain samples were requested and no product testing was performed. The assessment was based on documentation only. No manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number: (B)(4). Event occurred in saudi arabia. It was reported that the patient went to the emergency room (ER) due to hyperglycemia on (B)(6) 2026. The blood glucose level was 273 mg/dl and the patient was treated with insulin pen. Patient found positive for ketones and levels found positive two. The length of hospitalization is less than twenty-fours. No further information available.